Event description:
A report was received for the a1018 mayfield swivel adaptor stating the teeth were worn and causing the device to slip. The date of the incident was not provided. The device was not in contact with a patient, nor was there patient injury or death alleged. There was no revision or medical intervention required and the patient was not yet prepped for surgery; the problem was discovered during setup. However, the device problem did cause a 30 minute delay in surgery and there was a replacement available for use.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the complaint was not confirmed and no issues were observed. The returned unit it has passed all specific functional testing requirements. This device was last serviced on (B)(4) on (B)(6) 2016 and during the service under (B)(4) no issues were discovered as such an in service is being recommended to ensure customer satisfaction. Service history provided as this is related to an unsuccessful repair. The device in question was manufactured in (B)(6) 2010. No manufacturing or design related trend has been identified. Conclusion: in summary the end users reason for return was not verified however an in service is being recommended to ensure customer satisfaction.